Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2019-07617. Additional information received indicates that the system was explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2019-07617. It was reported the ipg was unable to communicate with the external devices. The patient has not recharged or used the ipg in several years. It was noted that the patient stopped charging due to ineffective stimulation. In turn ipg was inoperable. As a result, surgical intervention may be pending to address the issue.